Manufacturer narrative:
Unit passed the self-test. The history was download successfully using thus software. The history was download successfully using thus software. However, the long trace history file confirm pump error 23 alarm on (B)(6) 2024/ 20:02:04:000 pm, and pump error 68 on (B)(6) 2024 17:16:43:000 pm due to moisture damage on electronics assembly. Unit was confirmed for charge battery alarm on (B)(6) 2024 17:36:00:000 and power loss alarm on (B)(6) 2024 10:15:00:000 pm due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label and cracked keypad overlay at select button. Unit was confirmed for pump error 23 and 68 alarm due to moisture damage. Unit confirmed for charge battery alarm and power loss alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, charge/battery lasts less than expected, pump error 68, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change .customer reported receiving a pump error. Customer was able to clear the error and complete rewind if requested. Customer reported a short battery life or a low battery alarm after 1week or less of inserting new battery. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.